Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-06129. It was reported that the patient underwent a procedure on (B)(6) 2019 to implant two new leads. Post-operatively, the patient has therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but unable to obtain.

Event description:
Related manufacturer reference number: 1627487-2019-06129. It was reported that, during an implant procedure, the physician was unable to place a drg lead. One lead was placed, and the patient subsequently did not receive effective therapy. As a result, surgery may occur in the future to address this issue.